Manufacturer narrative:
It was reported the cage broke because of excessive torque force being applied while the doctor was trying to rotate the implant to match the disc space. Improper size selection led to extra torque force being required for implant rotation. The root cause of the end plate disruption and subsequent blood loss appears to be the result of an excessive force utilized in an attempt to place an oversized interbody. Surgeon education was completed by field representative at the time of event. "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Device disposed of at facility.

Event description:
A cage intraoperatively broke inside a patients disc space. The device was explanted by the surgeon and in the process there was disruption of the end plates at the l5 level which caused bleeding. The bleeding led to a single unit blood transfusion. A 2nd cage was implanted after bleeding was controlled with no issues. Patient is doing fine post-op.